Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is not distributed in the united states, but is similar to a device marketed in the USA. Manufacturing documents were reviewed and no complaint related issues were found. The review of the manufacturing and material documents and the functional test has shown that the present instrument was manufactured to the specifications and functioned properly.

Event description:
Device report from synthes (B)(6) reports an event in (B)(6) as follows: it was reported that the sleeve is jumping out of the aiming device. No additional information is available. This is report 1 of 1 for (B)(4).